Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years and ten months post implant of this 14 mm pulmonary bioprosthetic valved conduit implanted in a (B)(6) year old pediatric patient, the conduit was explanted and replaced with an 18 mm valved conduit for unknown reasons. No additional adverse patient effects were reported.